Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when inserting the screw in the radius side at the distal second row, by using the guiding block, the locking screw could not be locked and went through the plate. All screws were removed and the plate was re-fixed (the hole which the screw went through was not used). The surgeon inserted the screw manually with driver, he penetrated the hole, but he didn¿t re-insert, he used a torque limitation attachment in the final locking. The surgeon felt no resistance, however, the screw continued rotating idly. So, he checked visually and confirmed the penetration of the screw. Surgery was delayed 30 minutes. No further information provided. This report is 2 of 2 for (B)(4).